Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. He was stung in the neck by the lancet. Medical treatment was not required. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred in (B)(6).